Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. Photo provided by the customer could not confirm the stated failure. A medical investigation was conducted and confirms it was reported that after the surgery, the reamers were shedding. Per email communication that there were no pieces left inside the patient, and there was no patient harm or surgical delay. Based on the information provided, no further clinical assessment is warranted. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that after thr procedure it was noticed that the reamer was shedding metal inside the patient. No delay. The procedure was finished using the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.